Event description:
It was reported via repair work order that the 9 volt battery for nurse call backup was dead. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to perform own repair.